Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failed error messages. This resulted in a loss of imaging functionality. Sys functionality was recoverable. There is no report of injury or death associated with this event.